Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
In this case with very sparse and somewhat unclear and contradictive information there is nothing that indicate that the problems, experienced by the patient, are related to the astra tech product. This event is reportable per 21 cfr part 803. Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. The patient received one implant astra tech ev 4,2s 9mm os (B)(4) lot 471567 in position 19 (fda36) on (B)(6) 2021. The implant was subsequently removed (B)(6) 2021. According to the information in the complaint the patient experienced " 5 days postop recalcitrant pain, lancinating radiating pain, avascular necrosis? Acute osteomyelitis". Postsurgical complications are rather common occurrences. Osteomyelitis is on the other hand a very rare complication.